Manufacturer narrative:
Two (2) leads were used in the trial procedure. Below is the 2nd lead information: product description: evoke cap12 trial percutaneous lead kit - 60cm, model#: 102880, catalog#: 3016, serial/lot #: (B)(6), UDI: (B)(4).

Event description:
Following the evoke spinal cord stimulation (scs) system trial, the patient's caregiver reported the patient was experiencing pain. During evaluation in the emergency department, infection was identified and antibiotics were prescribed. Diagnostics & ultrasound scan identified a kidney stone obstructing the kidney, which may have contributed to the infection. Patient is currently in the intensive care unit (ICU).